Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Alert on hmsc for rv pacing impedance <200 ohms was received on (B)(6) 2020. Slight trend downward in rv sensing amplitude was noted as well. Patient is underwent chest x-ray, but no surgical intervention was conducted until (B)(6) 2020, when the lead was capped after noise was detected. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.